Event description:
His blood glucose readings were too low. He received readings of 18, 17, and 23 mg/dl. While troubleshooting, it was discovered that segments were intermittently missing from the units position. The customer did not adjust his medication or allege any adverse events. He knew that his readings were not correct. The meter will be returned for evaluation, and a replacement meter will be sent.